Event description:
It was reported that the device "was too big and is causing headaches, jawaches, and tooth sensitivity to hot and cold." The patient's physician believes that the use of the bone growth stimulator contributed to the patient's complaint. The device has not been returned to the manufacturer for evaluation. If the device is returned, a follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
D3: manufacturer corrected / updated. H3, h6: device was returned for evaluation. During device evaluation results were observed to be within device specifications. Device performed as expected. Could not duplicate reported event. No failure identified.

Manufacturer narrative:
Health professional, occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the device "was too big and is causing headaches, jaw aches, and tooth sensitivity to hot and cold." The patient's physician believes that the use of the bone growth stimulator contributed to the patient's complaint. The device has not been returned to the manufacturer for evaluation. If the device is returned, a follow-up report will be submitted upon completion of device evaluation.